Manufacturer narrative:
The device was manufactured february 5-7, 2019. The device was received for evaluation. Visual inspection on the returned unit using the naked eye found the bladder was ruptured. The ruptured bladder was microscopically examined for signs of abnormality that may have potentially caused the rupture problem and no signs of abnormality were found. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate ruptured during filling. The device was being filled with an unspecified antibiotic. It was further reported the bladder tore and the antibiotic leaked inside the housing (bladder). There was no patient involvement. No additional information is available.